Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the multifire scorpion needle was being used for a right shoulder arthroscopy procedure. The scorpion was not dry- fired or deployed prior to the procedure. While inserting the needle through the subscapular, the tip broke. It was reported that the needle made approximately 3 to 4 passes before the tip was noticed to be broken. The scorpion jaws were reported to have been securely clamped on the tissue during suture passing. It was reported that the tip of the needle was nowhere to be seen. Another multifire scorpion needle was used to complete the procedure successfully. The needle tip was un-retrieved. Sales rep reported that the surgeon believes the tip is imbedded into the subscapular. Sales rep also reported that the surgeon indicated the needle tip may have hit the coracoid process causing it to break or the thick subscapular tissue may have caused the breakage as well.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The needle has a broken needle point and buckled needle strip. The device met all material specifications as received. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone as described in the event description. The distal end of the nitinol point demonstrated minimal scrape marks. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The instrument used in conjunction with this needle was not returned or identified. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the multifire scorpion needle was being used for a right shoulder arthroscopy procedure. The scorpion was not dry- fired or deployed prior to the procedure. While inserting the needle through the subscapular, the tip broke. It was reported that the needle made approximately 3 to 4 passes before the tip was noticed to be broken. The scorpion jaws were reported to have been securely clamped on the tissue during suture passing. It was reported that the tip of the needle was nowhere to be seen. Another multifire scorpion needle was used to complete the procedure successfully. The needle tip was un-retrieved. Sales rep reported that the surgeon believes the tip is imbedded into the subscapular. Sales rep also reported that the surgeon indicated the needle tip may have hit the coracoid process causing it to break or the thick subscapular tissue may have caused the breakage as well.